Event description:
Medtronic received info that this 23 mm valve was explanted after implant due to the pt's unstable hemodynamics when trying to come off pump. The valve was replaced with a 21 mm valve of the same model. After the replacement, the pt was successfully weaned off bypass with stable hemodynamics. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event.